Event description:
In 2001, this patient was implanted with a gore excluder bifurcated endoprosthesis. In 2008, the physician explanted and discarded the device. As reported, the physician felt that there was aneurysm enlargement and that the aneurysm enlargement was due to endotension, as there was no endoleak revealed during follow-up. The patient is reportedly doing well. No further information is available to gore.

Manufacturer narrative:
Please note; the implant date reported to gore was 2001. A date of 2001 was assigned. A review of the manufacturing paperwork could not be conducted as no lot numbers are available to gore. Aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serious fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathered during surgical conversions, translumbar punctures of the abdominal aneurysm, and laparoscopic exploration of aortic abdominal aneurysm sac contents. Due to these observations gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.